Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high creatinine (crem) results generated by the unicel dxc 800 pro synchron clinical systems for three pts. The initial crem results were: 600umol/l, 900umol/l, and 1,000umol/l for pts a-c respectively. The results were reported out of the lab and questioned. The original samples were re-tested and lower results were obtained for all 3 pts. The crem results were amended. The customer does not believe treatment was initiated or withheld based upon the false high crem results.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse replaced the crem module. Although the fse replaced the hardware component, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.